Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) fell to 43 mg/dl while wearing the pod between 4 and 24 hours on the back. Subsequently, patient contacted an ambulance and was taken to the hospital. Treatment included intravenous therapy, glucose gel, and juice in order to raise bg levels. Furthermore, patient complained of chest pain, however, was administered an electrocardiogram (EKG) and which showed "everything was good." Patient was kept in hospital for an approximate period of 18 to 20 hours and released. Physician ordered patient to adjust basal delivery from 0.90 units/hr to 0.50 unts/hr.